Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with an v40 cocr lfit femoral head on his left hip on (B)(6) 2009. It is further alleged that the patient experienced pain. X-rays allegedly showed "broken, worn out trunnion and the acetabular socket appeared to be in good condition." During revision surgery on (B)(6) 2020, "the worn out trunnion was completely corroded and wearing on a superior portion of the socket. The plastic liner was broken in this area as well."

Manufacturer narrative:
Reported event: an event regarding disassociation of the metal head from the accolade stem and crack/fracture of the accolade stem involving a trident liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The patient was revised due to disassociation of the head from the stem and fracture of the stem trunnion. There were no reported allegations against the trident liner and it was only reported to be revised due to damage from articulation against the disassociated stem trunnion. A full investigation is completed on the accolade stem and metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with an v40 cocr lfit femoral head on his left hip on (B)(6) 2009. It is further alleged that the patient experienced pain. X-rays allegedly showed "broken, worn out trunnion and the acetabular socket appeared to be in good condition." During revision surgery on (B)(6) 2020, "the worn out trunnion was completely corroded and wearing on a superior portion of the socket. The plastic liner was broken in this area as well."